Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of myocardial infarction is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. States, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported a 3.5 x18 mm xience alpine stent was implanted on (B)(6) 2016. On (B)(6) 2016, the patient was re-admitted with sepsis with no reported treatment. On (B)(6) 2016, the patient was re-admitted with st-elevation myocardial infarction (stemi) with no intervention. No additional information was provided.